Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive down button due to moisture damage on the keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm or any alarm due to unresponsive button. However, the insulin pump powered up properly after battery installation. No blank display noted. No unexpected numbers ramping or scrolling during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving a button error alarm and a battery out limit alarm. Customer also reported that buttons were not responding and then received a blank screen display, which did not come back with battery changes. Customer's blood glucose was 169 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.